Event description:
Event description guidant received information that this fineline ii lead had dislodged from this patient's ventricle five days post implant. The physician explanted the lead and reported tissue in the helix mechanism. An additional lead was implanted without further incident.